Event description:
It was reported to boston scientific corporation that an injection gold probe device was intended for use during a procedure. According to the complainant, during testing of the device, it was noted that the needle was difficult to move forward. When they did get the needle to extend, the needle would not retract again; the needle is very stiff. The device not used in the procedure. Another injection gold probe was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The returned injection gold probe device was evaluated. A visual inspection found no anomalies. The needle was able to extend and retract properly into the probe tip, upon actuation. No unusual actuation of the handle was observed. The returned device showed no evidence of either the allege issue, or any defect which could have contributed to the reported event; the reported issue could not be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was intended for use during a procedure. According to the complainant, during testing of the device, it was noted that the needle was difficult to move forward. When they did get the needle to extend, the needle would not retract again; the needle is very stiff. The device not used in the procedure. Another injection gold probe was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.